Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Superior vena cava (svc) defibrillation impedance was 140 ohms on (B)(6) 2016 and 147 ohms on (B)(6) 2016. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Right ventricular (rv) lead defibrillation impedance was 132 ohms on (B)(6) 2016. The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. The superior vena cava (svc) defibrillation impedance steady at approximately 60 ohms through (B)(6) 2016, rises out of range by (B)(6) 2016. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had an alert due to a measurement of high impedance. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and analysis was performed and no anomalies were found and visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.